Event description:
It was reported during the implant procedure that the physician had an issue with the lv port connection. There were difficulties with the setscrew. The device was not implanted and no patient complications resulted from this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.